Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a laparoscopic colorectal procedure, the generator indicated error 5 instrument error code. The device was removed from the abdominal cavity through the 12mm trocar. Device was handed to the scrub nurse. She was cleaning the titanium part of the active part of the jaws and she discovered that a part of the blade was missing; approximately 2-3mm piece of titanium. Everything in the or was examined to find the part of the loose jaw, but without any luck. The surgeon is unsure if the loose part was lost in the patient. No x-ray was done on operating day. It is unknown how the procedure was completed. There were no adverse consequences for the patient.